Event description:
It was reported that the safety mechanism failed and a needle stick injury occurred with a bd eclipse¿ needle. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported there was a needle stick injury with an exposure.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism failed and a needle stick injury occurred with a bd eclipse¿ needle. The following information was provided by the initial reporter: (1 of 2 complaints). It was reported there was a needle stick injury with an exposure.